Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer experienced low blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer was hospitalized at the time of the incident for unrelated issues. The customer's next of kin did not mention how the customer was treated. The customer's next of kin did not mention any symptoms. The customer was not wearing the insulin pump during the incident, within 48 hours. Troubleshooting was not completed. The insulin pump will not be returned for analysis. The customer passed away a day later due to liver failure, heart, and other organs shutting down.